Manufacturer narrative:
The scope will not be returned to olympus for evaluation. Reportedly the site manually inspected the scope and found no sharp edges that would have contributed to the three patient¿s outcome and there were no alleged malfunctions with the scope. The most likely cause of the reported event is excessive force being applied to a sharp object. Do not use the endoscope if the markings are not clearly visible. If the operator is uncertain of the flexibility of the insertion section, insertion and manipulation of the endoscope may cause patient pain, injury, bleeding, and/or perforation.

Event description:
Olympus was informed that a third patient underwent an unspecified diagnostic procedure using a colonovideoscope, sustained a perforation of the colon. It was noted that patient's colon was very tortuous and diffused with melanosis coli. It was reported that there was no bleeding observed. There was an x-ray performed. Reportedly, post procedure the patient's vital signs were stable; however, noted to be symptomatic with abdominal pain and nausea. The patient was transferred from the post-anesthesia care unit (pacu) to the hospital for surgical repair. Additionally, it was reported that the scope and video processor were inspected and tested prior to the procedure with no anomalies found. This is report 3 of 3.